Event description:
It was reported that during an unknown procedure the device would not open after it was closed. No patient harm.

Manufacturer narrative:
(B)(4). Date sent: 6/26/2024. B3: event year only reported: 2024. D4 batch #: y70036. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation is pending for the finished device batch number. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 8/2/2024. D4 batch #: y70036. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the cable cut off. Not all functional testing could be performed due to the returned device condition. No issues were noted with the opening and closing of the jaws. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what could have caused this issue. A manufacturing record evaluation was performed for the finished device batch y70036, and no non-conformances were identified.